Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing resulting in multiple inappropriate shocks. The device was programmed to the primary vector at the time of the delivered shocks. The patient was then admitted to the hospital and another inappropriate shock was delivered. Lateral view x-rays were completed with no indication of lead impairment or under insertion. The surface electrocardiograms showed noise in all vectors, however, with system manipulation, no noise was observed. Technical services (ts) recommended programming the system to the secondary vector to mitigate further oversensing. This system is expected to be replaced with a transvenous system in the future. Currently, the system remains service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing resulting in multiple inappropriate shocks. The device was programmed to the primary vector at the time of the delivered shocks. The patient was then admitted to the hospital and another inappropriate shock was delivered. Lateral view x-rays were completed with no indication of lead impairment or under insertion. The surface electrocardiograms showed noise in all vectors, however, with system manipulation, no noise was observed. Technical services (ts) recommended programming the system to the secondary vector to mitigate further oversensing. This system is expected to be replaced with a transvenous system in the future. This device was then explanted and replaced. No additional adverse patient effects were reported.